Manufacturer narrative:
MDR associated with this event: MDR 3025141-2106-00054: plate.

Event description:
While inserting a hexalobe locking screw into most proximal hole in the aculoc 2 distal radius plate, the radius fractured longitudinally down the shaft.